Event description:
It was reported that during follow-up, noise was observed. The patient was reported to have low p-wave in previous follow-up. During subsequent follow-up, an alert for out of range low lead impedance and undersensing was also noted. Physician was unable to achieve capture threshold or intrinsic p-wave sensing. Review of egm noted atrial lead noise. Programming changes were made. Patient will continue to be monitored.